Manufacturer narrative:
Additional data: b5, h6, h10 the unit has not been returned for in-person investigation. This investigation was performed based on the provided x-ray. An abnormal increase in the bone thickness its clear on the x-ray. The severe hypertrophy has therefore been confirmed.

Event description:
No additional information has been provided.

Event description:
No additional information provided.

Manufacturer narrative:
Corrected section b2

Event description:
Information was received that a patient treated with an intermedullary nail in the left femur was observed to have grade 3, severe cortical hypertrophy at the distal locking bolts at 18 months postoperatively. There is no additional information available.

Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1.